Event description:
It was report that the head and liner were replace during an exploratory revision to check for genesis of infection.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
An event regarding infection on a patient for which several instruments including an iconix anchor (p/n 3910-500-525) were used and reported. The anchor was not returned for analysis. The device history record (DHR) of the reported lot was reviewed. The sterilization process was performed to specification with no nonconformance found. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was report that the head and liner were replace during an exploratory revision to check for genesis of infection.